Event description:
User experiencing erratic sodium results. The following examples were provided: initial result 128 meq/l, repeat 135 meq/l. Initial results were not reported. The field service representative was unable to determine a cause for the discrepancies.

Manufacturer narrative:
(B) (4)evaluation summary:the reported condition of a flo-gard infusion pump which delivered in a faster time than intended was not confirmed nor duplicated during product evaluation. Delivery accuracy tests were performed and found the pump to be delivering within specifications. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary.

Event description:
The facility reported a flo-gard infusion pump which infused in a faster than expected time during a patient chemotherapy treatment. The intended infusion was set at 23ml/hour for 48 hours. However, the device delivered 887ml in 6.5 hours. It is unknown at this time if there was patient injury or medical intervention necessary. The pump was tested in the facility's bio-medical department under the same settings for three hours and was found to be infusing properly. No additional information is available.

Manufacturer narrative:
(B)(4). The pump was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This report represents all information known by the reporter at this time.